Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood and diabetes ketoacidosis. The customer was sent home after couples of hours. The customer woke up sick so the ambulance came and took him to the hospital. Customer's blood glucose at time 911 call was 600 mg/dl. The customer pump as removed once admitted to intensive care unit. The customer had bent cannula. The customer was advised to change the infusion set and he did changed set already.